Manufacturer narrative:
All information reasonably known as of 14-may-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
An FDA report was received stating: patient receives fluorouracil infusion in an I-flow homepump c-series elastomeric pump which delivers the total amount in the reservoir (270 ml) over a 2 day period at a rate of 5 ml/hr. The 270 ml consisted of 2600 (52 ml) of the fluorouracil combined with 218 ml of 0.9 percent sodium chloride. With the total volume of 270 ml the reservoir should take 54 hours to empty. On this occasion the pump was connected to the patient on (B)(6) 2017 at 1415 and on (B)(6) 2017 at 330 when the patient awoke in the middle of the night it was discovered that the reservoir was empty. Essentially the patient received what should have been 54 hours worth of drug in about 37-38 hours. The pump was kept in the pharmacy and the company was called and as of this writing the pump is in the hands of halyard health as we were directed to send the malfunctioned pump back to them.

Manufacturer narrative:
The device history record for the lot number, 0202240920, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 04 april 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 270 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: in left clavicle area. Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 2026095-2017-00052 for the second event. A report was received stating there was a fast flow event. There was no pressure applied to the pump. The pump was located on the patients left side of the body, with the sensor placed on her upper left abdomen area. The first event occurred with this patient was (B)(6) 2017. The pump was placed (B)(6) 2017 and removed (B)(6) 2017. The pump was connected at 2:30 pm on (B)(6) 2017 and when she returned on (B)(6) 2017, she told the oncology staff she awoke at 2:20 am on (B)(6) 2017 and noted the pump was empty. This occurrence in february was not the one where she reported any ill effects. The (B)(6) 2017 was the first time we have documented that the pump emptied sooner than expected. No further information has been provided at this time.